Event description:
It was reported to covidien on 2/18/2009, that a customer had an issue with a dialysis catheter. The customer reported the arterial (red-tipped) extension of the lumen disconnected from the plastic connector at the end of the dialysis catheter; additional information was received that the catheter was removed and replaced.

Manufacturer narrative:
(B) (4). An investigation is currently underway. Upon completion, a report will be filed.